Event description:
It was reported that the temperature parameter was not displayed on the cam02 monitor's screen. The product was not in contact with a patient. It is a demo unit, not for human use. The event occurred in the end of (B)(6) (exact day not specified).

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.